Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/31/2015. The fse found the tubing from manifold mf7 was disconnected and was causing the 'high vacuum out of range' errors. The fse reattached the tubing, which resolved the vacuum errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating 'high vacuum out of range' errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the investigation the device manufacture date was changed from 01/01/2010 to 01/01/2009.